Manufacturer narrative:
Despite multiple attempts, no additional information was received from the field clinical manager. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The system was implanted and the pocket closed. No defibrillation threshold testing was performed due to low ejection fraction and blood pressure. The patient coded during the procedure and died. An echocardiogram did not show any evidence of a pleural effusion.

Manufacturer narrative:
Boston scientific received additional information from the field clinical manager. According to the field clinical manager, the patient started to become hemodynamically unstable following placement of the right ventricular (rv) defibrillation lead. The procedure proceeded after the patient was stabilized. An echocardiogram was obtained which did not identify a cardiac tamponade. The patient's medical history was significant for a low ejection fraction of 15 percent. The patient remained stable following connection of the device. The physician decided that no defibrillation threshold testing would be performed. Shortly thereafter, the patient started to decompensate (low blood pressure). Emergency measures including intubation were initiated. Despite emergency measures, the patient could not be stabilized and died. The physician suspected that the cause of death may have been anesthesia-related.